Event description:
A malfunction was reported on the pump after it was dropped. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to multiple daily injections (mdi) for insulin therapy.